Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that there was rod proximal fixation pull out. A revision is planned. No additional information was provided.